Manufacturer narrative:
Correction: manufacturer narrative. Upon further review of the complaint, it was determined that manufacturing report number 2016493-2021-69000 was incorrectly submitted. The complaint is associated with a broken display. This issue would not likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
It was reported that the device had broken display. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken display. There was no patient involvement.